Event description:
A pt reports undergoing cataract surgery with implantation of the crystalens od. Immediately postoperatively, the pt complained of severe glare and halos which have affected her activities of daily living. Add'l info was requested from the implanting physician, who reported that the surgery was uneventful. Postoperatively, the slit-lamp exam shows the lens is well centered and the capsule is clear and intact. Preoperatively, the pt complained of glare that also interfered with her activities of daily living.

Manufacturer narrative:
.